Manufacturer narrative:
Analysis of the lead (lot #va1xw5w) revealed that the length of the stylet does not match the lead length. If information is provided in the future, a supplemental report will be issued.

Event description:
A device was returned without any information and analysis of the device was completed. No therapy/device issue alleged.